Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of the broken grip to be related to the customer reported complaint. A piece measuring approximately 0.78" x 0.20" was found to be broken off the wrist assembly, and the broken piece was not returned with the instrument. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during central processing, the tip of fenestrated grasper was found to be broken off. There was no report of patient involvement.